Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. Patient gender: unknown. According to the reporter: when taking out the inner cannula the balloon ripped off. A new instrument was used to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No patient injury was reported. No additional information available at this time.